Event description:
Reporter indicated that during a vns implant surgery on (B)(6) 2012, error messages were received with the vns programming system, but later resolved when a different programming system was used. Attempts for additional information are in progress.

Event description:
Reporter indicated the vns computer and programming wand are now functioning as intended. At the time of the event, several unsuccessful attempts to perform systems diagnostics test were encountered; however, intraoperative interrogation was possible. A replacement vns computer was then used after which the systems diagnostics test could be performed without issues. The exact error message encountered was unknown.attempts for return of the computer have been unsuccessful to date.

Event description:
Vns programming history for the surgery date was obtained which documented the reported errors as one faulted normal mode test, preceded by 5 faulted systems tests. There are no successful tests in the history. The generator was programmed to .25ma/30hz/500pulsewidth/30sec on/5min off/0ma mag/500pulsewidth/60sec on on (B)(6) 2012.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR report. The correct date is provided.

Manufacturer narrative:
Brand name, corrected data: the event occurred on the wand product. Name, corrected data: the event occurred on the wand product. Model #, serial #, other, corrected data: the event occurred on the wand product. Device available for evaluation, corrected data: the event occurred on the wand product. The wand was not returned. Device evaluated by MFR, corrected data: the event occurred on the wand product. The wand was not returned. Device manufacture date, corrected data: the event occurred on the wand product. Corrected data: no methods or results were conducted. The "no device failure" conclusion still stands for the corrected suspected medical device. This report is being submitted to correct the aforementioned fields.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information as received that the battery was empty from the wand. Error messages were received and intraoperative system diagnostics could not be performed. The physician believed this was due to the lead; however, post-operative system diagnostics indicated the same failure message. Another handheld device was used and the system diagnostic was successful. Troubleshooting was performed: the same programming system showed the same result on a demo generator. The wand battery was changed, and the same procedure was successful.